Event description:
Reporter indicated a vns patient had high lead impedance with vns diagnostics testing. The vns was disabled. It is unknown if trauma or device manipulation occurred as the patient is mentally handicapped. X-rays reviewed by the reporter did not visualize any lead breaks. Vns revision surgery is planned. Attempts for further information are in progress.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.